Event description:
A CPAP unit that was placed on a patient was delivering oxygen at a pressure significantly above what our treatment protocol requires. When personnel attempted to dial down the pressure, the gauge did not react until the dial was turned completely off, at which time the CPAP unit stopped flowing oxygen. When the crews turned the dial back up, the pressure gauge reacted appropriately. The patient improved with care, however the equipment did not work appropriately initially. The piece of equipment was removed from service and returned to the mfg for inspection/service.